Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the taxus express2 3.0x20mm drug eluting stent was being prepped for used, they noticed that the struts were flared. The damaged device was exchanged for another taxus stent and the procedure was successfully completed. No patient complications occurred. Patient status is satisfactory.